Manufacturer narrative:
Evaluation summary: the condition of an out of specification air-in-line printed circuit board was confirmed. The air-in-line could not be calibrated and was replaced. The device was returned to the customer fully operational.

Event description:
During product evaluation, the pump's air-in-line printed circuit board was found to be out of specification. There was no pt injury or medical intervention necessary according to the hosp rep.